Manufacturer narrative:
The treatment data files related to the reported event have been requested by the manufacturer for further analysis, but they were not available. Therefore, the reported event can not be confirmed.

Event description:
The customer reported a general system failure during treatment. The patient lost a volume of blood equivalent to the disposable set, estimated to 150ml. There were no other consequences for the patient reported as a result of the reported event.